Event description:
It was reported that the lens tore, it was partially inserted and there was no pt injury. Additional info was requested but none received. If any additional data is retrieved, a submitted medwatch will be submitted.

Manufacturer narrative:
(B)(4): eval results: a work order search was performed and there were no similar complaints found. (B)(4)